Manufacturer narrative:
The technician found signs of fluid ingress on both knee up switches which caused the switches to stick. The technician replaced both siderail ucm boards to repair the bed.

Event description:
Information received indicates intermittent functions from both siderail controls.